Event description:
It was reported that the surgical team experienced difficulty when using the cutting blocks which extended surgery time between 30 and 60 minutes.

Manufacturer narrative:
Review of the device history records shows no issues. The affected product was returned, dimensional inspection completed, and results are acceptable. Per the MRI technician, the x-rays show that the ankle is very mildly externally rotated, and the MRI meets all requirements and have good quality. Per the engineering investigation, the scan is clear with no movement. Segmentation of the tibia follows acceptance criteria. Alignment of the tibial follows acceptance criteria also, and all block modifications are acceptable. As a result of the investigation, no root cause could be found for this issue. All employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint for their general awareness.